Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sets. The customer states two of the sets did not have a good connection. The customer states they would not click and lock in place at quick release, causing leakage and the customer's blood glucose to run high. The customer states their blood glucose was between 400mg/dl to 500mg/dl. Troubleshoot was conducted. The customer was not able to return the set for analysis, due to the customer having disposed of it. The customer was advised to monitor device, and hold on to set if issues reoccur.